Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 36 mg/dl. The cause of the low bg is due to the customer losing weight and not updating the correct weight for control iq (ciq). Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.